Manufacturer narrative:
B5: upon follow up, it was reported that the patient received in-hospital unspecified drug treatment. It was reported that the reason for discontinuation was ¿technique failure¿. No additional information is available. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, abdominal distension and diarrhea. The cause of peritonitis was not reported. The patient was hospitalized with abdominal pain, abdominal distension and diarrhea. Treatment was not reported. Pd therapy was discontinued and the patient was switched to hemodialysis (hd) after 3 days from the onset of peritonitis. The patient had recovered from peritonitis. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow up it was reported the patient was discharged from the hospital 36 days after admission. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported that the patient recovered from peritonitis after 36 days. The patient was treated with ceftazidime (1g, once daily, intravenous drip, discontinued), voriconazole (0.2g, once daily, intravenous drip, discontinued) and berberine three times a day orally for one day. Should additional relevant information become available, a supplemental report will be submitted.